Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that since implanted the patient¿s therapy worked on and off for their symptoms. Sometimes there were days where the patient had a good control of symptoms and sometimes they did not. It was noted that the trial was also a mixture of ¿yes and no.¿ the patient wanted to know if drinking a glass of wine would not be allowed. It was stated that the patient used their programmer and confirmed that their therapy was on. The patient was on program 3 at 2.5v and increased to 2.7v. It was noted that the patient would have surgery on their knee. Additional information received on aug. 23, 2018 reported that the patient wanted the implantable neurostimulator (ins) taken out. The patient stated that she wanted the ins taken out because it did not and had not worked for her. The patient was redirected to their health care professional. Further information received on nov. 7, 2018 from the patient again reported they wanted to have their device removed because it didn't work and they hadn't been using it for years. Additional information received from the patient on nov. 19, 2018 reported that no actions had been taken and the issue was not resolved. The patient stated that they were working with a doctor to get the ins removed. There were no further complications reported or anticipated.